Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported a lost sensor alarm. The reported bg at the time of the call was 231 mg/dl, and she stated it was high because she had previously over treated for a low bg. Troubleshooting could not be conducted as the patient had already removed the sensor. The patient stated she would charge the transmitter for eight hours and call back to troubleshoot on the transmitter. Nothing further was reported.